Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with blood glucose levels over 600 mg/dl. The customer had experienced high blood glucose levels for the past (B)(6). Troubleshooting was performed and the caller stated that the programming appeared to be correct, but she could not verify it because, the customer was supposed to be self monitoring his settings. The insulin pump passed the prime test, but the caller didn't have the tubing clamp for the high pressure test. Further troubleshooting could not be conducted. The caller stated that the customer did not want to be kept in the hospital, and decided to leave. Nothing further was reported.